Event description:
It was reported experienced a safety issue with leaking/cracking at the bifurcation on powerloc needle. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the crack in the y-site. Microscopic inspection of the crack revealed a granular fracture surface. The crack occurred along a weld line in the molded material. Material discoloration and superficial stress cracks were observed in the vicinity of the fracture. The crack occurred along a feature in the material that occurred during the molding of the y-site component and appeared to be the result of that weld line feature. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported experienced a safety issue with leaking/cracking at the bifurcation on powerloc needle. No other information was provided.